Event description:
Procedure type: urological. According to the reporter: the pt has undergone corrective surgery. A voluntary report was submitted on (B)(6) 2011 stating "vaginal mesh erosion of avaulta device". Clinical events occurred associated with symptomatic or significant clinical events.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for an "unknown sofradim."